Event description:
The customer reported "stained display". The service found out the pump giving "error 5". We were informed that pump was returned by the nurse, not the patient, as the patient has transition to different pumps, and no issue with the pump was reported.

Manufacturer narrative:
The distributor reported "stained display". While inspecting the pump, the service became aware of an "error 5": as stated by the instructions for use, error 5 is signaled by the pump in case of irregularity in the pusher advancement. The service found out that the motor was unscrewed from its housing and dislocated, resulting in error 5. Together with the stained display, what has been found can be most likely the result of a shock or a fall of the pump. Device evaluated, repaired and returned to the distributor/user. No patient involvement.

Event description:
The customer reported "stained display". The service found out the pump giving "error 5".